Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual "try it" testing was performed and failed, stuck on initialization screen. The receiver was opened and the ui-u1 pcba was detached to download the receiver log. The receiver log was reviewed and firmware errors were observed, but failure not related to complaint. Speaker resistance was measured and passed. A global receiver functional test could not be performed, stuck on initialization screen. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.